Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication leaked from the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing connection to the pol filter. The following information was provided by the initial reporter: "slight leaking of medication where microbore tubing and pol filter connect".

Event description:
It was reported that medication leaked from the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing connection to the pol filter. The following information was provided by the initial reporter: "slight leaking of medication where microbore tubing and pol filter connect."

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.